Event description:
The user facility reported that the image blacked out for empty battery, during an intubation procedure. The device reportedly worked well and indicated full battery just when starting the procedure. The procedure was complete somehow with the same device.

Manufacturer narrative:
The device was not yet returned to olympus for eval. The exact cause of the reported phenomenon cannot be determined. If significant add'l info is received, a supplemental report will be follow. This report is being submitted as a medical device report in an abundance of caution.